Event description:
It was reported that the patient experienced shocking/jolting sensations in her legs. This occurred 2 days prior to the report, after the patient had leg surgery the week prior. There had not been any falls. The patient¿s legs hurt, and it felt like there was too much stimulation in her legs. It initially wasn¿t that bad but it was gradually getting worse and the patient stated it hurt ¿bad.¿ the patient¿s stimulator was dead, however. The patient stated recharging was not working. She initially stated she had not recharged for about 4 months. The next day, the patient stated it was 4 weeks. The patient also needed new batteries for the programmer. The patient had been at the hospital the day of the report and was given morphine and tramadol. The patient stated the hospital told her the patient was having leg spasms and the thought it was from the leads. There was no xray. The patient went home and wanted to see if she could recharge or use the programmer to turn off the stimulator. It was stated that the stimulator was turned o ff for the surgery. The patient was advised that since she had not recharged in 4 months, the stimulator would not communicate with the recharger or programmer. The patient stated at that time she would go to the emergency room. The next day, the patient stated that the battery is at the end and her feet were cramping badly. The patient stated she was on valium yesterday during the report. The patient could feel stimulation ¿going out¿ and was advised to charge. Additional information about any interventions and the outcome were requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).